Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient had their pacemaker, right atrial lead, right ventricular lead and left ventricular lead explanted due to pocket infection. The patient was recovering.

Event description:
New information noted that the patient presented to the emergency room with the skin of the device pocket appearing red, swollen, and experiencing discharge. The physician performed an ultrasound and confirmed endocarditis. Additionally, the patient was also presented with pocket erosion, and the device and leads were found visible from the opened incision site of the implanted device pocket.